Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this right ventricular (rv) defibrillation lead and non-boston scientific implantable cardioverter defibrillator (ICD) was in ventricular fibrillation (vf). The device delivered six shocks; the shock impedance measurement on the first shock was normal at 55 ohms, then was high and out-of-range, at 148 ohms for the second shock. The four subsequent shocks recorded impedance measurements of greater than 200 ohms. It was reported cardiopulmonary resuscitation (CPR) was delivered for over 20 minutes and about 20 external shocks were delivered without success, and the patient died. The ICD was explanted post-mortem with the terminal pin segment of the rv lead still attached and was planned to be returned to the manufacturer for device analysis.

Event description:
It was reported that the patient implanted with this right ventricular (rv) defibrillation lead and non-boston scientific implantable cardioverter defibrillator (ICD) was in ventricular fibrillation (vf). The device delivered six shocks; the shock impedance measurement on the first shock was normal at 55 ohms, then was high and out-of-range, at 148 ohms for the second shock. The four subsequent shocks recorded impedance measurements of greater than 200 ohms. It was reported cardiopulmonary resuscitation (CPR) was delivered for over 20 minutes and about 20 external shocks were delivered without success, and the patient died. The ICD was explanted post-mortem with the terminal pin segment of the rv lead still attached and was planned to be returned to the manufacturer for device analysis.

Manufacturer narrative:
This report will be updated when additional information is received. This device has not been returned, therefore, technical analysis cannot be conducted. Without a returned device, it is not possible to definitively confirm how the device may have contributed to the complaint incident.